Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide: model: ust400; 17845-5a-aw rev b 09/17. Checking your blood glucose. Chapter 4 / page 36: warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
The patient reported that she was taken to the hospital by ambulance and admitted for 2 days. Her blood glucose read 560mg/dl when she got to the hospital. The patient was diagnosed with hyperglycemia. Treatment included fluids via IV, to keep her from going into diabetic ketoacidosis, and insulin. She was also provided clonazepam (1mg, 2 times day), levothyroxine (50mg, 1 tab a day), sertraline hcl, famotidine (40mg, 1 tab a day), aspirin (81mg), and simvastatin. They had her switch to manual injections for about a week, as well. The patient's basal program/pdm settings were adjusted, but she did not know what changes were made. The pod had been worn for between 4 and 24 hours and was not kept. The patient's blood glucose history (prior to arriving at the hospital) is as follows: (B)(6).